Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted, the pt has experienced serious bodily injuries including extreme pain, erosion of her bodily tissue, significant mental pain and suffering, has sustained permanent injury, and has undergone multiple surgeries and revisionary procedures.